Event description:
During an internal review of programming and diagnostic history, it was observed that a programming anomaly occurred on a vns patient¿s device that caused an unintended change in device settings found in office visit on (B)(6) 2015. The normal mode and magnet mode were changed to 0 ma. No patient adverse events were reported.